Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5080301. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystoscopy of the bladder and ureter procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be kinked before it came in contact with the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5080301. Problem code 1069 captures the reportable event of fiber broken. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 69.7 cm from the top of the connector to the break. The second piece measured approximately 246.3 cm from the break and included the entire distal tip. This piece included kinks. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on october 29, 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystoscopy of the bladder and ureter procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be kinked before it came in contact with the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.